Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Upon visual inspection the poly impactor tip of the device had fractured. There is a wear line near the poly tip and impact marks on the strike end. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a revision surgery of the left hip, the instrument broke off while impacting ball to stem. There was no delay and no adverse consequences reported. Attempts have been made and additional information on the reported event is unavailable at this time.